Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retains; unable to determine. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed negative through pcr testing that same day.